Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change. The customer's blood glucose reading was 198mg/dl at the time of incident. Troubleshooting found that the customer is calling back after having previously received a battery cap and the new cap did not resolve the problem. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty b1 on the mother board. However, the insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No battery out limit alarms or time and date reset noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, minor scratches on the lcd window and missing the end cap sticker.